Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during administration of a secondary infusion, fluid was drawn from the primary IV bag rather than the secondary container, despite the infusion being set up correctly. The user reported disconnecting and reconnecting the secondary IV set to the primary IV line. The user also reported that, at times, replacing the equashield connectors (¿chemotherapy locks¿) resolved the issue. The event involved a patient; however, no patient harm was reported. Although requested no additional information will be provided by the customer, no devices will be returned.